Event description:
The customer reported that during a partial gastrectomy, the device did not seal even though and end tone, indicating a completed seal cycle, was heard. There was minimal oozing/bleeding from the seal area. No pt injury. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will submitted.